Event description:
It was reported that the pump is intermittently responding when the buttons are pressed and the buttons do not spring back as expected. The patient claimed that the pump has not gotten wet and the keypad is intact.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.